Manufacturer narrative:
Section a4: correction. Patient weight unknown. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure (rhf) could not be conclusively established through this evaluation. The controller event log file contained events from 14sep2024 through 16sep2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient recently had protek duo placed. Log files captured a few clusters of pulsatility index (pi) events from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.